Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The device was placed, started and shortly after beginning support a continuous suction event was noted that was suspicious for clot ingestion. The pump was removed and another device was placed. The patient's outcome at explant was noted as survived.

Manufacturer narrative:
The pump was returned for evaluation. The cause of the low or blocked pump flow was undetermined due to insufficient clinical details and lack of field logs. The pump passed all the post sterile inspection checks.